Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported tip detachment and difficulty removing appears to be user related. The foreign body in patient and additional non-surgical therapy is due to operational context. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. It should be noted that the supera instruction for use (IFU), removal procedure instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after predilatation using a 6 fr balloon, the 5.5 supera stent was successfully deployed and deployment verified under fluoroscopy; however, while the stent delivery system (sds) was being removed from the anatomy the tip caught on the stent implant in the narrowed, tortuous vessel and became detached. Reportedly, during delivery system removal, either one or both of the locks (deployment lock and system lock) were not locked per instructions for use. The tip was retrieved using a snare device. The stent remains in the target vessel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.